Event description:
It was reported that the staple was jamming.

Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 36 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the staple fired properly. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Thirty-two staples were all able to engage and close into the skin pad. However, the last staple did not fire and became stuck in the device. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. An nc was opened by the manufacturing site to further investigate this issue. A lot number was not reported by the customer. Potential lot number 73h2200106 was identified based on a review of sales history for the customer. The device history review for the product visistat 35r 6/box lot# 73h2200106 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled, and no defects or anomalies were observed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staple was jamming.